Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that on (B)(6) 2022, one mitraclip was successfully implanted. On (B)(6) 2022, a single leaflet device attachment (slda) from the posterior medial leaflet was noticed during a follow-up echocardiogram. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue injury is listed in the instructions for use (IFU) as known a possible complication associated with mitraclip procedures. The investigation determined the reported single leaflet devise attachment (slda) was due to patient morphology/pathology. The tissue injury appears to be related to the slda. The reported serious injury/illness/impairment was a result of case specific circumstances as no treatment was provided for the reported tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling. H6: health effect - clinical code 4582 - removed. H6: health effect - impact code 2199 - removed.

Event description:
Subsequent to the initial report, the following information was received:on 6/14/2022, it was believed leaflet injury may have occurred on the posterior leaflet.